Manufacturer narrative:
Device evaluation of charger/modem sn: (B)(4) has been completed. The reported problem (charger resets) was confirmed. As received, the charger was resetting. Upon evaluation, the u13 8-bit cmos flash micro-controller was corrupted on the bedside board. The cause of the failure is the corrupted u 13 component. The root cause for the corrupted component could not be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned charge/modem sn (B)(4) and reported that the charger was resetting.